Event description:
It was initially reported that the patient was experiencing an increase in seizures. The patient had a generator replacement. Attempts for product return are in process. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the generator will not be returned to the manufacturer for evaluation.